Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 10/07/2014, electrode belt 01/04/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was unconscious at the time of passing. Review of the download data, indicates the patient received two shocks in response to CPR/motion artifact. The patient was in asystole with cardiac activity and motion artifact at the time of the first treatment at 15:22:11. The patient's post shock rhythm for the first treatment was an idioventricular rhythm at 30 bpm with motion artifact. The second treatment was at 15:37:49 when the patients rhythm was CPR motion artifact, the patient's post-shock rhythm was also CPR/motion artifact. A non-treatable rhythm was detected at 15:38:07. The battery was removed at 15:55. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2018 at 7:37 pm.